Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone critical pump error image was displayed on the screen. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The product will be returned for analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.